Event description:
In (B)(6) 2012, I got mentor saline breast implants. The following spring (2013) started to have many symptoms that included, but not limited to, extreme joint pain, headache, ear ringing, hair loss and chronic fatigue. I saw several doctors that included, but not limited to, a general practitioner, rheumatologist, oncologist, and neurologist and was tested for many diseases and disorders. The test results did not yield anything serious or life threatening; however, I continued to feel poorly. I contacted my original breast surgeon who indicated my symptoms were not related to my breast implants. I saw different surgeon who indicated that the symptoms I shared with him could in fact be my breast implants. In the following years, I still suffer from the same symptoms; however, it also includes chest pain, neck pain, shortness of breath and difficulty breathing. I recently went to my general practitioner again for blood work and it did not yield anything serious and/or life threatening. I am currently taking medicine for chronic fatigue syndrome and am scheduled for breast explant surgery on (B)(6) 2016.